Manufacturer narrative:
The field service engineer cleaned the ise bath, flushed the ise sipper line, replaced an ise sipper nozzle, and replaced pinch tubing. A height position was adjusted. The customer ran calibration and controls; results were within specifications. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Medwatch field UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The reporter mentioned they received ise noise errors for potassium. The sample initially resulted in a na value of 127 mmol/l. The sample was repeated twice, resulting in values of 136 mmol/l and 135 mmol/l. The 135 mmol/l value was believed to be correct. The na electrode lot number and expiration date were requested, but not provided.